Event description:
A surgeon reported primary and secondary incisions that would not seal at the completion of laser assisted cataract surgery. The surgeon used glue to seal the primary incision and glue along a suture to seal the secondary incision. Upon additional follow up, it was reported that there was no further harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2015-06315.

Manufacturer narrative:
An fse visited the site and found the system to be functioning to specifications and provided surgical support. As there are multiple factors that could contribute or cause the reported event and no issue could be identified with the system, the root cause of the event cannot be determined conclusively. (B)(4).